Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant procedure on 09/19/2018, decreased sensing, impedance drop and rise in threshold were noted on the right ventricular lead. An x-ray revealed that the lead had pulled back. The lead was repositioned successfully on (B)(6) 2018. The measurements were normal and the patient had fared well post procedure.